Event description:
18-jan-2023: it was reported that on unknown date (december 2022 is a best estimate) charger burned in the back where it plugs in. Follow up information received on 30-dec-2022. The charger was plugged in and melted the cord. The hearing aids where in the charger when the event took place. The patient confirms that the hearing aids work fine. Original equipment was used. No harm to the patient or property reported. Hearing care provider advised the patient not to use the damaged charger and has sent a replacement device. No further follow up information expected.

Manufacturer narrative:
Manufacturer's ref#(B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical assessment concluded: based on the result from r&d investigation of trended case, clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. Clinical evaluation is as follows; a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment is peding, to be submitted with final report. 31-jan-2023 d9, date returned to the manufacturer added. Risk assessment conlusion: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's nvestigation is final. This is final report.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical assessment concluded: based on the result from r&d investigation of trended case, clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. Clinical evaluation is as follows; a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment is pending, to be submitted with final report.

Event description:
18-jan-2023: it was reported that on unknown date (B)(6) 2022 is a best estimate) charger burned in the back where it plugs in. Follow up information received on 30-dec-2022. The charger was plugged in and melted the cord. The hearing aids where in the charger when the event took place. The patient confirms that the hearing aids work fine. Original equipment was used. No harm to the patient or property reported. Hearing care provider advised the patient not to use the damaged charger and has sent a replacement device. No further follow up information expected.